Event description:
It was reported that the patient had a revision of an infected hip.

Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was not confirmed. Medical records received and evaluation: insufficient information was received. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot and sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as device return, pathology report, x-rays, operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting

Event description:
It was reported that the patient had a revision of an infected hip.

Manufacturer narrative:
Additional devices listed in this report: cat # 542-11-56f, lot # mnk1e9, description: trident psl ha cluster 56mm; cat # 6570-0-136, lot # 48425401, description: delta v-40 ceramic head 36/0; cat # 6720-0635, lot # 46223808, description: size 6 accolade ii 132 deg. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Hospital policy.